Manufacturer narrative:
H6: investigation summary: no product or photo was returned by the customer. The customer complaint of flow issues could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed because the lot number is unknown. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined.

Event description:
It was reported that the bd alaris¿ lvp 20d dehp 2ss cv experienced component separation. 1 of 4 related files. The following information was provided by the initial reporter: customer reported they recently started getting IV sets from the event back and found they were able to replicate the events with the IV sets anesthesia used ref (B)(4). This led to anesthesia changing their IV set to ref (B)(4), and they have not had any further events since the change 2-3 weeks ago. ICU.

Manufacturer narrative:
D.4 device expiration date: unknown. B.3. Date of event: unknown. The date received by manufacturer has been used for this field. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. H.4. Device manufacture date: unknown.

Event description:
It was reported that the bd alaris¿ lvp 20d dehp 2ss cv experienced component separation. 1 of 4 related files. The following information was provided by the initial reporter: customer reported they recently started getting IV sets from the event back and found they were able to replicate the events with the IV sets anesthesia used ref#2420-0500. This led to anesthesia changing their IV set to ref#2426-0007, and they have not had any further events since the change 2-3 weeks ago. ICU.